Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the abandoned implantable cardioverter defibrillator (ICD) is alerting as it has reached recommended replacement t time (rrt) and has now had an electrical reset. The ICD remains implanted. No patient complications have been reported as a result of this event.